Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was missing. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available.